Manufacturer narrative:
(B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the customer's vapr s90 electrode with integrated handpiece was arcing inside the patient. The sales rep stated that the patient was not burned from this failure. The case was completed with another like-device with no patient harm or delays. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Saline residue was observed in the suction tube, indicating the device was used. Upon further observation of the active tip showed signs of activation, surgical debris was found surrounding the active metal faceplate and a melted/burnt manifold between 11o'clock to 2o'clock position was also observed. This type of failure of the melted/burnt manifold is a result of a spark/arc as reported. This complaint is confirmed. No functional test was conducted to avoid any further damage to the device and to test equipment. The device history record (DHR) review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. The supplier completed a corrective and preventative action (CAPA) investigation to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. This issue was also investigated by mitek. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).